Manufacturer narrative:
Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a non-ischemic ventricular tachycardia ablation procedure with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade which required medication. The patient had a pericardial effusion. While trying to navigate the thermocool smarttouch® sf catheter into the coronary sinus, they noticed an effusion, removed all catheters and ended the procedure. Some ablations were performed on the lateral wall of the left ventricle. A slight drop in pressure was noticed and confirmed the effusion on intracardiac echocardiogram. The medical intervention provided to the patient was medication to help stabilize pressure, and they were also under observation. The effusion was "probably" due to access force while trying to navigate to some of the outer branches of the coronary sinus. Activated clotting time was over 300 seconds. One transseptal puncture was performed. Pulse field ablation with farapulse¿ pfa system (boston scientific) was done prior to radiofrequency (rf) ablation.